Event description:
It was reported that the patient complained of continued problems with shortness of breath and fatigue. It was also reported that the right ventricular (rv) impedance was 235 ohms and there was a possible lead fracture, and interrogation revealed problems with both rv and atrial leads. The rv and right atrial leads were repositioned. It was also reported that post-implant of the left ventricular lead, the patient complained of left chest pain "jumping". Programming changes were made that were successful in eliminating the diaphragmatic pacing. Later the patient received inappropriate therapy due to oversensing and myopotentials, and experienced further diaphragmatic pacing. The left ventricular lead was repositioned and a loose setscrew was noted. The setscrew was tightened. The patient was later admitted for a wound infection. The entire system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.